Event description:
Pt experienced severe abdominal pain and shocking sensation at the lead site immediately following implant. Reprogramming was attempted. The system was explanted 5 days later per pt request due to persistent abdominal pain. No system was reimplanted.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.